Event description:
A malfunction on the pump was reported by the caller, and there was no adverse impact to the customer's blood glucose level. Tandem technical support provided the caller with pump reset information and assisted in resetting the pump. The customer was instructed to continue using the pump and to call back if the malfunction code recurs.